Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The insulin leak occurred 2 or 3 times a week for the past year. It is unknown how many infusion sets were defective. The affected material has been discarded.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.